Event description:
The complaint was reported as: the customer alleges that the blades are stuck on the handle. They will come off or disengage. The alleged defect occurred prior to patient use.

Manufacturer narrative:
A visual, dimensional and functional inspection of the product involved in the complaint could not be conducted since the device product was not returned at the time of this report. A device history record review could not be conducted since the lot number was not provided. No conclusion can be established at this time based on the lack of the defective sample.